Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The user alleged the insulin pump was over delivering insulin due to unknown reason. Customer's blood glucose value was 3 mmol/l at the time of the incident. Customer other blood glucose level 3.7 mmol/l and 11.4 mmol/l. Customer stated that over past 3 days they were in auto mode and had the customer hypoglycemic 6 times, customer father had adjusted the low limit from 4 mmol/l to 4.2 mmol/l, they calibrated 8.2 mmol/l this morning and took no correction dose and levels dropped to as low as 3 mmol/l. The customer was treated with cola and sugar. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did used auto mode future at the time of event. The reservoir will not be returned for analysis.